Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that during an implant procedure, this right atrial (ra) lead's helix would not properly extend. The physician was able to properly position the ra lead and upon connecting it to the device, a high out of range pacing impedance of greater than 3000 ohms was observed. The ra lead was disconnected from the device and tested with a pacing system analyzer which yielded similar results. The physician elected to abandon the lead and a new ra lead was implanted successfully. No adverse patient effects were reported.